Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information requested, but not yet received.

Event description:
It was reported that the patient experienced a fall where the incision site of the ipg was punctured. Additional information is unknown at this time.